Event description:
Ponsky was inserted in 2005 with no complications. Scheduled to be changed 18 months after, because tubing was leaking. Upon removal of the ponsky, the dome remained in the stomach when it was pulled out. The dr. Needed to remove the dome by endoscopy.